Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device characterizes as vt 14 episodes of af from (B)(6) 2023 to (B)(6) 2023. As a result, many atps where delivered to the patient.

Event description:
Reportedly, the device characterizes as vt 14 episodes of af in (B)(6) 2023. As a result, many atps where delivered to the patient.

Manufacturer narrative:
Review of the episodes recorded in the device memory showed that several treated arrhythmia episodes were stored dated 2023. On the episode dates (B)(6) 2023 09:41, before delivery of 1st atp, cycle length of 507ms was observed. This length was not sufficient for the ¿af discrimination related ¿long cycle gap¿ detection¿ discrimination algorithm to be correctly classified as a ¿long cycle¿ (given the ¿long cycle gap¿ parameter was programmed to 170ms) no long cycle has been detected for 24 cycles before the therapy. Therefore, the algorithm, misclassified what was most probably a fast conducted (and relative stable) af as being ¿vt¿. Therefore, upon reaching the programmed ¿vt persistence¿ (inappropriate) therapy / atp was delivered. The atrial channel records ventricular signal, the atrial arrythmia cannot be detected, in this case it is suggested to program ¿stability+/acc¿ as tachy detection criteria (instead of parad+) based on the available information, the algorithm / ICD functioned according to specifications. Reprogramming may be required to improve discrimination of these fast (and relative stable) conducted af episodes as to reduce the likelihood of resulting in inappropriate therapy. - ¿stability+/acc¿ as tachy detection criteria - additional atp programs before shock delivery - persistence increase from 20 to 30 cycles - long cycle gap reduction from 170 ms to 140 ms (to increase the probability of detection ¿long¿ cycles during the af and as to thereby enhance af detection) - long cycle persistence extension from 10 to 16 ms reprogramming remains physician¿s responsibility. The risk of delivering inappropriate therapy should be weighed against the risk of not delivering appropriate therapy.